Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced two low blood glucose (bg) levels on (B)(6) 23 and (B)(6) 24 of 40 and 25 mg/dl. The low bg causes were not known. On (B)(6) 24, the customer became unconscious and received third party assistance from paramedics, who revived the customer to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.